Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The user facility reported an impella 5.5 was inplanted in a patient admitted with cardiac history. The patient was being supported on two pumps for over 59 days. On day 26 of the being on the second pump, there were concerns noted for ventricular tachycardia (vt) due to poor position within the left ventricle. The vt triggered the automatic implantable cardioverter-defibrillator to shock the patient. The pump position was assessed by computed tomography imaging. However, despite all the measures, the care team determined that there were no options for the patient and the patient was transitioned to comfort care and subsequently expired. There is not enough evidence to exclude the impella as an associated factor in the patient's outcome.